Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. The field service engineer (fse) performed hardware verification testing on the analyzer which passed within the instrument's published specifications. There was no evidence of instrument issues during the assessment. The instrument conformed to the manufacturer's published performance specifications and was in normal operation. A definitive cause of the incident is unknown.

Event description:
The customer reported elevated troponin I (access accutni) result, within the risk stratification, for one patient, involving the access accutni assay used in conjunction with the access 2 immunoassay system. Subsequent testing of the patient¿s sample, on an alternate access 2 system, recovered a lower result, within the normal reference range. The elevated result was released out of the laboratory. As a result, the patient was admitted to the hospital. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome. The patient sample was collected in a plastic heparinized plasma tube with gel separator and centrifuged in a swinging bucket centrifuge at room temperature. The customer indicated the sample was normal in appearance. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.